Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the console component was thoroughly analyzed. Visual inspection of returned fiber focus assembly identified that it was in good physical condition, the electrical connections were in good condition, and the mirrors were clean. However, field service of the console at the user's facility identified that there was damage to the fiber port, and it was unable to connect fibers. Therefore, the reported allegation was confirmed. The fiber port assembly was replaced and aligned. After replacing and aligning the fiber port assembly, the issue was resolved. As result, the console was within manufacturer's specification and functioning as intended.

Event description:
It was reported that the during procedure the fiber got stuck, after attempting multiple times the fiber was removed. Different fibers were tried, but none could be inserted in the console without feeling that force would have to be used, with the risk of the fiber getting stuck again. A new fiber focus assembly spare part will be sent. The procedure was abandoned. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that the fiber got stuck, after attempting multiple times the fiber was removed. Different fibers were tried, but none could be inserted in the console without feeling that force would have to be used, with the risk of the fiber getting stuck again. A new fiber focus assembly spare part will be sent. The procedure was abandoned. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.